Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a microbiology colleague was stuck recently while disposing a needle into the sharps container. It seems as though this container doesn¿t always operate properly ¿ flap gets stuck, doesn¿t drop needles, etc. Per additional information received, blood work was taken and an hep b booster was provided.